Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining false positive tbhcg results on one patient's plasma sample that was discrepant to the patient's serum sample that was drawn at the same time, generated on the unicel dxi 600 access immunoassay system. The erroneous results were reported outside the laboratory. Both samples were sent to customer product line support (cpls) for further testing. The cpls was not able to reproduce the positive tbhcg results the customer obtained on the plasma sample. Both the serum and plasma samples resulted in the normal reference range for tbhcg. Due to the positive tbhcg results a scheduled CT scan was cancelled on the patient. No other report or change to the patient's treatment has been provided to the customer to date.

Manufacturer narrative:
The sample 1/1 is a sodium (na) heparin plasma with a gel barrier and sample 1/2 is a sample serum. Both samples were centrifuged for 9 minutes at 3800 rpm and front loaded onto the instrument where the sample was aspirated from the primary collection tube. Qc was within the customer's established ranges prior to and after the erroneous result. The customer did not feel this event was hardware related so no service was requested or dispatched.